Event description:
Caller stated he suffered from advanced arthritis in his knees and was encouraged by a friend on utilize an ultra-tachyon disk. The caller's friend bought it for her mother and it relieved her pain. The caller reported after 1 day, he discontinued use due to the disk causing him excruciating pain and sleep disturbances. Caller went to a masseuse to help relieve his inflamed knee and lower thigh. Caller stated he felt the device moving and was concerned that this device could have more unk negative effects. Caller added, the company's website (B)(6).